Event description:
It was reported during a laparoscopic cholecystectomy while using the al326, the surgeon clipped the cystic duct. When the surgeon applied the second clip the jaw of the applier did not open. The surgeon had to use a grasper to force open the jaw of the al326. The applier was removed and a competitive 5mm clip applier (from another co) was opened and fired one clip before malfunctioning. The surgeon completed the case with no further clips needed. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot ID. Metal flash in jaw. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; condition of handle halves, good; crimp location, good; jaw condition, good; jaw position, open and shaft condition, good. Functional tests & results: could the instrument be cycled, yes; number of clips fired, 5. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned with a broken feed cam, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The jaw was examined and was found to have metal flashing in the .049 ramp area. This metal flash could cause the clip to become jammed. The instrument was cycled and fed the clips as designed. The clip form was within design specification.